Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
The target lesion was located in the very sharp 90 degree angle left circumflex artery (lcx). A 2.25 x 20 synergy ii drug - eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was raised off the balloon. Predilation was then performed and the procedure was completed with a 2.25 x 16 synergy stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr 2.25 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the 4th proximal strut was lifted and pulled in a distal direction. The stent od (outer diameter) of the undamaged section was measured which is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the very sharp 90 degree angle left circumflex artery (lcx). A 2.25 x 20 synergy ii drug - eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was raised off the balloon. Predilation was then performed and the procedure was completed with a 2.25 x 16 synergy stent. No patient complications were reported and the patient's status was fine.